Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported at the time of using the drill bit for drilling it was split into 2 parts.

Event description:
Additional information was received: 1. Was there any harm/consequence to the patient related to the event? - no, there was no impact, damage or consequence for the patient due to what occurred with the event. 2. Was there any surgical delay related to the event? If yes, what is the duration of the delay? - no, there was no delay in surgical times due to the event since as there are more drills with the same characteristics in the equipment, this was changed without any problem, the surgery continued and it was completed successfully without any affectation to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h8 (updated patient harm to no patient consequence and no signs, symptoms or patient involvement).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : at the time of using the drill bit for drilling it was split into 2 parts. The doctor does not require an answer and neither does the institution. The product was not returned to depuy synthes, however photos were provided for review. See attachment source file - (B)(4). The photo investigation revealed that the quickset 3.8 dimtr dr bit 25mm was observed broken from the tang. No other issues were observed. Therefore, the reported condition can be confirmed. Variations in angles and placement could induce eccentric loads on drill bits during use and could become susceptible to failure or breakage. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would contribute to the complained device issue. Based on the investigation findings, potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.